Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high capture thresholds and under sensing which was suspected to be caused by a micro-dislodgement. It is unknown if this lead will return. No additional adverse patient effects were reported.